Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieve a piece of the abutment screw. Top part of the abutment screw did not return.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that patient was seen for loose abutment, but it was found that abutment screw was fractured. The dentist believes that abutment screw is iuniht lot # unknown. It was attempted to removed fractured screw. Ultimately the implant was removed (implant 4mm x unknown length) and replaced with another implant same day.